Event description:
It was reported that during a colon resection procedure, the staples would not hold. The surgeon finished the procedure with laparotomy and manual sutures. The patient is stable. The device has been disposed.

Manufacturer narrative:
Date sent: 08/25/2008. Information is unavailable; device was not returned for evaluation.